Event description:
It was reported that the atrial pace light-emitting diode (led) on the external pulse generator did not light during the "boot" test. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the keyboard was out of specification, the atrial light-emitting diode (led) would not illuminate and the device was scratched. It was also noted that the battery release, ring cover, side bail covers and battery drawer were contaminated, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed, the ring bail was bent, the display was out of specification, the gasket was showing and the serial number label was torn.